Event description:
Secondary infusion running at 200ml through alaris pump. Primary infusion hanging lower than secondary. Pump alarming air in line message. Tubing removed from pump and 3-4" of air just below the portion of tubing that is placed inside the pump. This is the fourth occurrence of air in line at this location in tubing in the past week. Carefusion was notified defective tubing sent to carefusion. No harm to this pt.